Event description:
It was reported that the implant did not fit as expected and portions of the implant were cut intra-operatively in order to implant the device successfully. There was no adverse event reported.

Manufacturer narrative:
The reported event could be confirmed, as photos of the modification of the implant and imaging of intra-operative swelling were provided. The intraoperative images showed the performed cuts on the implant and the performed refixation of the implant using stryker burr hole covers 53-34520 and mesh 56-90614. At the time of designing the implant, the CT scan was 10 days old. Therefore, the following note was placed on p. 5 of the design proposal regarding swelling: "the CT scan provided [¿] shows significant swelling of the brain. At time of the surgery ensure the implant fits freely in the defect/void. [¿]". However, imaging of the skull showed that swelling was still present during surgery near the posterior defect void. Further, the sales rep confirmed that swelling was the reason for the triangular cut of the implant to allow the swelling more space. The implant¿s design was assessed regarding the effect of brain swelling. No further instructions from the surgeon were given on the design of the implant for surgical considerations and no design session was held. Therefore, the implant was designed symmetrically to the contralateral side. In conclusion, the implant was designed as requested by the customer. The root cause can be attributed to the patient condition and the swelling that was still present during surgery. Overall, the implant was designed according to all quality instructions, and manufactured to specification. Based on the investigation steps performed, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. H3 other text: device is implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted.

Event description:
It was reported that the implant did not fit as expected and portions of the implant were cut intra-operatively in order to implant the device successfully. There was no adverse event reported.